Event description:
Clinical study was reported by clinical affairs at edwards lifesciences that patient experienced fatigue, palpitations, and sensation on ¿left breast moving¿ with heart beat. Adverse event is described as major perivalvular leak-central leak on echo. Patient was admitted and started on IV and antibiotics. Call from clinical affairs indicated that the valve was explanted. A device history record review is currently in process. Operative report dated 09/28/09 received on 10/02/09 indicates evidence severe paravalvular regurgitation. The lateral leaflet has thickening and calcification of its central portion, suggestive of likely endocarditis, possibly in the process of healing.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the outer seal leaked air. The device was removed and another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Device not evaluated due to company's policy is to not handle devices with bloodborne diseases. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via clinical affairs at edwards lifesciences. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Manufacturer narrative:
Host tissue overgrowth is minimal to moderate at the tissue inflow. At the inflow aspect, moderate layer of host tissue encroached onto leaflet 2 and into the orifice at the greatest distance of approximately 9mm. Host tissue restricted mobility in the leaflet 2. At the outflow aspect, host tissue overgrowth fused leaflets 2 and 1 at commissure 2 by approximately 2mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Host tissue is moderate at the stent inflow and the stent outflow. No inconsistencies detected in the x-ray. Device evaluation completed despite possible endocarditis infection. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.